Manufacturer narrative:
(B)(4).

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein post deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation, and organ perforation. Per a report from CT: "vena cava filter appears to reside in the inferior vena cava. The larger struts are projecting along the wall or just beyond the wall. The 2 most posterior struts may project 1 to 2 mm beyond the wall. The anterior struts intimately associated with the wall. The smaller stress are also fell to be intimately associated with the wall though the medial bowel struts cannot be excluded from minimal perforation. The filter is oriented with the tip lo !he left side of the vena cava. Scoliosis limits evaluation of the tilt angle. Scoliosis convex right. This may be 5 degrees off the vertical tilted toward the left. The anterior struts are intimately associated as described with the wall and this is also intimately associated with the crossing duodenum anteriorly. The tip of the vena cava filter is at the level of approximately superior aspect of l 1. This appears to be just above the entrance of the renal veins. The calcification described in the lower right liver is linear and therefore would be difficult to completely exclude a migrated piece of struts into the liver."